Event description:
While assessing pt's lines-found tpn filter to be gray color with black fuzzy substance throughout. Changed filter. Advised where it was found. (Rsc-tl sterile port infusing d20, central hyperal had run out earlier in day) rsc-tl discontinued with c/s of tid and ics done-as with the lij-arrow introducer before it was guidewired to a ql for intravenous fluid access. Pt had been spiking fevers to 104 since before 7p.m. Pvp isolator, sputum gram stain and ua sent.